Event description:
It was reported that during sheathed insertion iab permaturely unwrapped. Clinician indicates they "removed air correctly through one way vavle" there were no reported pt complications.